Event description:
It was reported that, during a robotic laparoscopic prostatectomy with lymphadenectomy while performing dissection, the system gave a high priority alarm on the instrument stating "system error, remove, detach, and reattach the instrument." The monopolar curved shears (mcs) was no longer able to be controlled via tele-operation and the bedside assistant could not double click the instrument drive unit to straighten and close the instrument. The instrument was removed using the broken instrument procedure. While removing the mcs, the tip cover came off and remained stuck in the port. A new tip cover was inserted on the mcs and it was reinserted into the patient. The case was completed without further issues. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic led an evaluation of the device data logs for the reported monopolar curved shears. Evaluation of the device logs indicate that the monopolar curved shears (B)(6) was attached to arm cart assembly 4 when an instrument over-torque event was recorded after approximately forty-four minutes of use. The event is documented by an error code which corresponds to a shears over-torque condition, which is consistent with the high-priority alarm and loss of instrument control. While this error code indicates that the instrument drive unit motor torque output exceeded the limit, the detailed data record associated with this event was not archived and is not available for further analysis. The instrument use life was one hundred and thirty-eight minutes and had a use count of one at the time of instrument removal. Evaluation of the monopolar curved shears confirmed the reported condition. The root cause of the observed error in the logs of the monopolar curved shears is understood to be a design issue in the software that controls the monopolar curved shears. The controls software is responsible for calculating and commanding the necessary instrument drive unit motor torques that result in instrument movements. Presently, the controls software does not discharge commanded drive torque quickly enough when opening shears blades. As a result, a subsequent rapid command to close the shears may result in drive torque that exceed design limits. When excessive drive torque is detected, the system is designed to arrest instrument movement and prevent subsequent tele-operation by a user in order to prevent instrument damage. Improvements have been initiated to mitigate this condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic prostatectomy with lymphadenectomy while performing dissection, the system gave a high priority alarm on the instrument stating "system error, remove, detach, and reattach the instrument." The monopolar curved shears (mcs) was no longer able to be controlled via tele-operation and the bedside assistant could not double click the instrument drive unit to straighten and close the instrument. The instrument was removed using the broken instrument procedure. While removing the mcs, the tip cover came off and remained stuck in the port. A new tip cover was inserted on the mcs and it was reinserted into the patient. The case was completed without further issues. There was no patient injury.